Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, patient engaging in strenuous activities, implanting a non-sterile device, implanting an expired device, not irrigating the incision site, not using antibiotics, not prepping the skin, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated that the discomfort was normal and no explant/revision was necessary. However, the implanting clinician mentioned the discomfort might be related to the stimulator being implanted superficially at the ulnar nerve. The stimulator is used to treat pain. The cause of the discomfort is likely resultant of device placement too superficially at the ulnar nerve.

Event description:
The patient reported experiencing discomfort similar to a bee sting and the lead was visible under the skin but did not migrate. The patient is currently doing well, and the discomfort has subsided.